Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the keyboard or roadmap mask error. Although noted in the event log, the issues could not be duplicated and were suspected to be a result of emi interference with infra-red remote control sensor. The collimator was repaired by replacing the high voltage cables. System was re-calibrated. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system displayed a keyboard error. Additionally the contrast with the roadmap function would not hold white, and there was a displayed iris pot error.